Event description:
It was reported that the zimmer surgivac evacuator was not able to be used due to an air leak in the "hold" position. The surgery was completed with another surgivac unit.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The device was leak tested per procedure and a leak was found coming from a slit in the bottom of the bellow.